Event description:
It was reported that the user experienced loss of continuous glucose monitoring data on the ilet following a period away from the device, resulting in the ilet not displaying dexcom g7 sensor readings until pairing was reattempted with the sensor¿s four-digit code. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health, no emergency treatment, and no hospitalization. Investigation included customer troubleshooting and education, including cgm type verification and re-pairing steps with an advised reconnection window. Investigation of this case revealed that signal loss occurred between the cgm transmitter and the ilet, with functionality restored through settings verification and re-entry of the pairing code. It was concluded that the event was consistent with intermittent bluetooth connectivity loss to the ilet with resolution through standard troubleshooting, and the device was considered to be functioning as designed after reconnection.